Manufacturer narrative:
Summary of event: as reported, the balloon of the 'cook bakri postpartum balloon with rapid instillation components' leaked during an unspecified procedure. The balloon was placed through the vagina and the balloon was inflated with 150ml of water. After an hour, the balloon fell out of place and was found to leak. The procedure was successfully completed with a new balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. A search of the device history record found no related non-conformances reported for lot 15044719. A complaint history database search showed two other complaints associated with production lot 15044719. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. Cook also reviewed product labeling. The IFU [t_j-sosr_rev4; 'bakri postpartum balloon'] supplied with the device states the following in consideration of the reported failure mode: - 'how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.' Functional tests and visual inspection of the returned complaint device were also conducted. One, used, 'cook bakri postpartum balloon with rapid instillation components' was returned for investigation. The complaint device was returned for evaluation with the syringe and blood bag attached. The blood bag was removed and discarded. The syringe was used to fill the balloon with 150ml of water. No leaks were observed. The balloon was left on a dry cloth for several minutes, and no leaks occurred during that time. The failure mode could not be recreated. Cook has concluded that the device was manufactured to specification. The complaint was confirmed based on customer testimony. Evaluation of the returned complaint device could not recreate the reported failure. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: occupation = unknown. This report includes information known at this time.a follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the balloon of the 'cook bakri postpartum balloon with rapid instillation components' leaked during an unspecified procedure. The balloon was placed through the vagina and the balloon was inflated with 150ml of water. After an hour, the balloon fell out of place and was found to leak. The procedure was successfully completed with a new balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.